Event description:
The customer stated that his blood glucose readings had been higher than usual when testing with his contour link meter. He received readings of 29 and 30 mmol/l (522 and 540 mg/dl) and "hi". He retested using 2 other meters and received readings of 7 and 8 mmol/l (126 and 144 mg/dl). The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer refused to troubleshoot over the phone. The meter and test strips are to be returned for eval. Replacement products were sent to the customer.